Event description:
It was reported that the machine suddenly stopped working, the screen went black, and it no longer turned on. It was noted that there was a burning smell. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The unit was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and the equipment was normal. There were no issues founded within the console; therefore, the initial reported event was not confirmed.

Event description:
It was reported that the machine suddenly stopped working, the screen went black, and it no longer turned on. It was noted that there was a burning smell. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.